Manufacturer narrative:
(B)(4). This report is filed november 25, 2014.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced pain and facial nerve stimulation, leading to the decision to explant the device. The device was explanted (B)(6) 2014 and the patient was reimplanted with a new device during the same surgery.